Manufacturer narrative:
Follow-up 4/7/2016: customer reported receiving new cartridges and an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer filled tubing; however, customer's site was connected during the load process resulting in a low blood glucose (bg) level of 55 (mg/dl). Juice was consumed and bg levels stabilized to 78 (mg/dl). Customer then experienced a bg level of 222 and indicated a bolus would be delivered to address bg levels. Insulin delivery was later resumed.